Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that ophthalmic gas was used in two surgeries in which each patient experienced an unspecified visual field defect. Additional information has been requested.

Manufacturer narrative:
Additional information received has clarified that the lot number associated with this reported event is unknown. However, tank samples have been received by an affiliate office that have not been received by manufacturing for evaluation. Those tanks have lot number information that has not yet been confirmed or evaluated by manufacturing. The clinical analyst has reviewed this file and stated the following: ¿the surgeon reported that the sulfur hexafluoride (sf6) ophthalmic gas was used in two surgeries in which each patient experienced an unspecified visual field defect. The involved eye and patient identifiers are unknown. The product was used several times. The surgeon declined to send the sf6 ophthalmic gas for evaluation and noted the surgeon will investigate the sf6 ophthalmic gas with his own resources. Additional information was requested with none received to date. The sf6 ophthalmic gas directions for use (dfu) include cautions regarding operative complications and postoperative complications that may potentially occur. The precautions note caution should be used in eyes with angle recession, pigment dispersion syndrome, significant anterior synechiae, traumatized eyes and eyes with significant vitreous hemorrhage obscuring an adequate view of the peripheral retina. The patient must receive a patient warning card and bracelet to advise any health care provider about possible loss of vision or blindness if nitrous oxide (n20) anesthesia is administered with a gas bubble present in the eye. The patient is cautioned not to travel by plane, through high elevations or over mountain ranges until the gas bubble has dissipated. Changes in elevation may cause iop to increase, which may cause loss of vision or blindness. The patient must maintain proper head positioning following eye surgery. Incorrect head positioning may cause the surgery to be unsuccessful, or may cause glaucoma, and/or may cause cataracts. There is no evidence contained within the reported information at this time that indicates that the design or performance of the sf6 ophthalmic gas contributed to the event reported.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customer's reported event was not able to be confirmed. While the lot number for this reported event is presently unknown, a review of the manufacturing records for the previously reported lot number did not reveal any related non-conformity during manufacturing for this system. Based on quality assurance assessment, the product met specifications at the time of release. The root cause of this reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. (B)(4).